Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a failure in the station's drawer. A field service engineer walked through with the customer on the recover storage space function, successfully recovered pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, which hindered users from accessing medications for patients. The customer reported that there was a delay in dispensing medications to the patients. There were no adverse events or injuries reported based on this event.